Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that minimum fill notifications occurred after filling a cartridge with 300 units of insulin. No reported adverse impact to the customer's blood glucose. Reportedly, the customer obtained alternate insulin therapy from their healthcare provider. Customer declined a follow up call from tandem technical support.